Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion were all anastomotic lesions in the same patient located in the moderately tortuous and severely calcified forearm loop shunt. A total of four symmetry balloon catheters were used in this procedure with two in the sizes 3.5-4/4t/90 and two 3.0-4/4t/90. As the 3.5-40 did not widen, they were changed to 3.0-40 and an attempt was made to increase the pressure, but it also did not widen. During the procedure, the balloons ruptured starting with the first device on the second inflation at 10 atmospheres, the second device on the first inflation at 10 atmospheres, the third device on the first inflation at 8 atmospheres, and the fourth device on the first inflation at 10 atmospheres. All four balloons were inflated for 30 seconds before they burst. The devices were successfully removed with the ruptures noted to be vertically separated in shape before they were replaced for another of the same model to complete the procedure. No complications reported, and patient status was good.